Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12, with a fault ID available. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.